Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The main battery pack and the battery capacitor circuit board were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "precharge error" at start up. There was no adverse patient involvement reported. There was no patient information reported.